Event description:
Information was received that this smiths medical cadd legacy pump exhibited cb 1494 days, and needed to be serviced. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the pump was found to be displaying 1260 error code on power up. The microprocessor unit board was found to be the cause of the issue and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.